Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, foreign material was identified in the pack. It was also reported that it was noticed prior to the procedure and there was no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, foreign material was identified in the pack. It was also reported that it was noticed prior to the procedure and there was no delay and no adverse consequences as a result of this event.